Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the ise sample probe wash well not dispensing. The fse replaced the wash valve assembly to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Patient information: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining erratic patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) and carbon dioxide (co2) due to erratic anion gaps on their au5800 clinical chemistry analyzer. The erratic results were not reportable out of the laboratory. The customer repeated the patient samples and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for three (3) patients.